Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The no image and e315 error message were also confirmed. In addition, no data on the ID chip, an instrument channel leak, a rotation mechanism leak, and missing rotation mechanism screws were found. Damage, scratches, dents, and corrosion were also found throughout the device. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report a leak from their evis exera iii bronchovideoscope. During preliminary evaluation and inspection of the returned subject device, no image and an error message e315 were found. This MDR is being submitted due to the evaluation and inspection findings. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected as the "company representative" selection was not marked in the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the inner scope connector was corroded by water invasion resulting in the electrical continuity error on circuit board. However, a definitive root cause could not be established. In addition, the missing screws of rotation mechanism at insertion section inside the subject device was likely due to an issue from a past repair. A definitive root cause for this event could not be established. The event can be detected and prevented by following the instructions for use which state: "important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." Olympus will continue to monitor field performance for this device.